Manufacturer narrative:
(B)(4).

Event description:
Patient reported experiencing no improvement in pain and that he reacted positively to the trial prior to being implanted with the pump. Patient reported that there is a seroma in the pump pocket with approximately one inch of fluid surrounding the pump. The physician suspects there is swelling in that area due to the patient's suspenders, which pass over the pump pocket. The physician advised the patient that the seroma will improve on its own over time.